Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375 cc saline catalog #3501660 lot #5848152 sn (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 375 cc saline breast prostheses. Bilateral deflation was noticed by the patient as the breasts prostheses rapidly changed in size and appeared to be leaking. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 550 cc gel breast prostheses on (B)(6) 2017. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The device weighed 358.9 grams, upon receipt by mentor. The fluid appeared clear. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage. No anomalies were found. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Mentor performs 100% inspection and testing of all devices prior to release. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage. The complaint of deflation was not confirmed since no anomalies were found on the device. All the implants are 100% inspected before leaving the facility. The device history record (DHR) of lot number 5763347 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).